Manufacturer narrative:
Lenstec is awaiting additional information, once received a supplemental report will be submitted. The lens remains implanted.

Event description:
Lenstec received an email stating "after surgery, the patient had symptoms of conjunctival congestion and yellowish white exudation".

Manufacturer narrative:
Lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. The lens remains implanted.

Event description:
Lenstec received an email stating "after surgery, the patient had symptoms of conjunctival congestion and yellowish white exudation".